Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.1 inr, donor 2 inr: 3.0 inr , donor 1 hct: 42%, donor 2 hct: 50%. Testing results: donor #1: retention meter and master lot strips: 2.1 inr, returned meter and customer strips: 2.2 inr, donor #2: retention meter and master lot strips: 3.0 inr, returned meter and customer strips: 3.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
Relevant retention test strips (lot 353498) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Strip lot 353498 was requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable inr results when comparing the results from a coaguchek inrange meter serial number (B)(4) compared to a coaguchek xs meter serial number (B)(4). At 12:30 the result from the inrange meter was 6.7 inr. One minute later the result from the xs meter was 5.1 inr. The results were taken from the same stump as the patient does not have any fingers on their right hand. Approximately 1 hour after the inr results, the customer tested again with the xs meter and this time took the sample from a finger on their left hand. The result was 6.4 inr. The customer's therapeutic range is 3.5 4.5 inr. The customer believed the inrange meter result was accurate. The patient has antiphospholipid antibodies and had consumed alcohol in the last couple of days. The strip lot from the xs meter was lot 36143821.